Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of endophthalmitis; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a cataract extraction and intraocular lens (iol) implant procedure in the right eye, ophthalmic irrigation and aspiration tip, viscoelastic, and a 3-piece lens were used; the primary incision site clear cornea was 2.4 size, and during surgery a posterior capsular tear occurred with the 3-piece lens, leading to enlargement of the primary incision to 2.75 size with no sutures, wound integrity was intact and negative with no postoperative subconjunctival infection, and postoperative medication drops included antibiotics, steroids, and non-steroidal anti-inflammatory drugs, with it being unknown if the event had resulted in clinically significant visual changes; post-surgery on third day post op less than 14 days later, the patient was diagnosed with endophthalmitis (infectious) and toxic anterior segment syndrome (tass) (2+) with conjunctival inflammation (1+), aqueous cells (2+), and hypopyon, the patient had no pain and the pupil was normal but experienced corneal edema and lid swelling; next day a culture sample was taken and the result was negative, and on the same day the patient was seen by retina and vitrectomy with anterior chamber wash was performed and intracameral (ic) antibiotics were given, the intervention was effective and the current condition of the patient was continuing but improving, with the surgeon¿s opinion being unable to determine if the manufacturer products caused or contributed to the event. This report pertains to the ophthalmic tip involved in the reported event. This report pertains to one patient from the two patients from the same facility.